Event description:
A ventilator was returned to the manufacturer's service center for evaluation. There was no harm or injury reported. There was no indication the device was in patient use. During the evaluation the device failed an oxygen blending module mismatch test step. The device's system board and oxygen blending module board need to be replaced to address the issue. At this time a final report will be submitted stating the recommended resolution. If further information becomes available at a later date, a supplemental report will be submitted. No further investigation is required.